Event description:
Customer emailed stating that they had a bed frame with a broken weld.

Manufacturer narrative:
This bed frame has not been returned for evaluation but the customer did send a picture of the bed's broken weld. It is unknown at this time what bracket separated from the backbone of the bed frame. A new bed frame was shipped out to the customer. This problem has been assigned CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action. Metallurgical analysis report, dated 11/04/2011, on two removed sections from the bed-frame where the weld broke state both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s] platter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory however penetration into the tube was minimal; and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been caused by the application of an overloaded stress with undetermined bending moment. The welding deficiencies did not cause the fractures but may have been a contributing factor.